Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 26-may-2024, it was reported that the patient experienced a bent cannula issue with one infusion set. The patient stated that the current bg value was 250 mg/dl, and the bg value when admitted to the hospital was 380 mg/dl. Treatment or correction for bg was mentioned as IV treatment. Symptoms indicated at the time of the hospitalization event were increased thirst and nausea, and no ketones were reported in the test. The reason for hospitalization was high blood glucose levels. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available